Event description:
The device was implanted on 10/30/92. CT scan taken on 7/8/95 suggested that the left s1 screw was impinging on the left s1 nerve root. Surgery to explant s1 screw was performed on 7/16/93. Pt went on to solid fusion.